Event description:
It was reported that during a hand assisted laparoscopic sigmoid procedure, the surgeon was using the device and it tore at the blue membrane during use. The surgeon then used a gel port to continue the case. There was no adverse consequence to the pt reported.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.